Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a pipeline flex procedure, the distal section of the pipeline device failed to open. Distal end of the pipeline device did not open after several attempts and waiting for stent to open. Resheathing and unsheathing attempted 3 times. Stent was deployed up to and more than 50% to see if stent would open. In the end, the stent was replaced. Both the pipeline device and the catheter were removed. No patient injury was reported.

Manufacturer narrative:
The pipeline flex pushwire was returned for evaluation without the pipeline flex shield braid. The reason for braid not returning was not provided. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was found on the pushwire. No damages were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Since the pipeline flex with shield braid was not returned, as a whole could not be evaluated. The investigation is limited without the full system return. The event cause and conformance to specifications could not be determined. Therefore, any contributing factors from the vascular anatomy and the pipeline flex with shield braid could not be assessed. No damages were found with the returned pushwire. Possible contributing factors include patient¿s vessel tortuosity and damage to the pipeline flex shield braid. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex with shield embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Re-sheathing the pipeline flex with shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ the investigation determined that this was a known event. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.